Manufacturer narrative:
The initial MDR 2432235-2017-00162 was filed on march 3, 2017. Additional information (04/24/2017): a siemens headquarters support center specialist reviewed the service report and stated that while the siemens customer service engineer was at the customer site, he analyzed the key components linked with the sample testing of the instrument such as wash station, luminometer, probes, dispense, fluidic tubing, etc. There have been no reports of additional event occurrence since the service. As multiple parts were replaced, the hsc specialist could not determine the cause of the discordant, falsely elevated vitamin d results on three patient samples.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse replaced the acid and base pump as the base solution was leaking. The cse primed the acid and base pump and verified their volume distribution. The cse then detailed the j channel and ran quality control, which was acceptable. The cause of the discordant, falsely elevated vitamin d results on three patient samples is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, falsely elevated vitamin d results were obtained on three patient samples on an advia centaur xp instrument. The initial results were not reported to the physician(s). The samples were repeated in duplicate on the same instrument, resulting lower. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated vitamin d results.